Manufacturer narrative:
The investigation is not yet complete, a follow up report will be submitted on completion of the investigation.

Event description:
According to the available information the guidewire did not pass through the double j stent because it was stuck. When changed, the stent was found bent. Another double j stent was successfully implanted. No patient damages have been reported.